Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture", "seroma-late", and "lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic liquid"; "diagnosis of bia-alcl"; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "pericapsular nodule suggestive of giant cell lymphoma (bia-alcl)" and "thin sheet of periprosthetic fluid". Healthcare professional later reported "capsular contracture, baker grade iii" and "the diagnosis reported on the MRI is bia-alcl". Pathological markers confirming alcl have not been received. Device remains implanted.

Event description:
Healthcare professional reported right side "pericapsular nodule suggestive of giant cell lymphoma (bia-alcl)" and "thin sheet of periprosthetic fluid". Healthcare professional later reported "capsular contracture, baker grade iii" and "the diagnosis reported on the MRI is bia-alcl". Pathological markers confirming alcl have not been received. Device remains implanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2440038 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, as all reported events are classified as medical, they are unable to be observed, therefore they are not confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.